Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, they identified an communication error code (e104), corrosion on the cable assemly, defective charge coupled device, and a defective board in the outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that while preparing for use there was a green stripe while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The device was inspected prior to the unidentified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified a green image. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.